Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected low battery alarm anomalies noted. No unexpected battery power loss anomalies noted. Device primed properly. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin was shot out from cannula. Customer stated that the reservoir compartment broke off. Customer stated that the reservoir did not lock into place. Customer stated that the insulin pump rejected new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis